Event description:
The patient reported that she has increased seizures due to battery depletion. No additional relevant information has been received to date. No relevant surgical intervention has occurred to date.